Event description:
The customer reported via phone call that she was waiting for her replacement insulin pump. The insulin pump alarmed failed battery test and unable to exit training mode due to bad battery alarm. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with constant failed battery test and unable to exit training mode due to bad battery alarm loops after boot up. Unable to perform pump self-test, displacement test, operating currents measurements, and off no power test due to constant failed battery test and unable to exit training mode due to bad battery alarm loops. Electronic stack was disassembled and reassembled; monitored for a day with no failed battery test and unable to exit training mode due to bad battery alarms noted. Failed battery test and unable to exit training mode due to bad battery alarms were isolated to electronic assembly. Scratches on reservoir tube window noted.